Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the monopolar curved scissor's tip cover accessory was broken. The tip cover accessory was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip cover was torn but did not specify whether the tear was in the clear or gray area. It was also confirmed that no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the tip cover accessory does not appear to have obvious damage, the accessory would need to be returned for further inspection. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit 1.6195" from the proximal end where the instrument inserts from. The tear is not axially aligned with the tip cover and measures 0.2895# in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding tip cover was found broken was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.